Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed and needle retracted. The download data from the pod showed that the pod completed both priming sequences with an expected number of each pulses in each sequence before being deactivated by the user. Investigation of the needle mechanism found no issues that would result in cannula failing to deploy. Although no problem was found with the device, it could not be determined when the cannula deployed, and the cause of the reported failure of the cannula to deploy could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reports while activating a pod the cannula had not deployed and the pink slide had not moved forward. The pod was not worn.